Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon experienced the jaws locking down on tissue after firing across the appendix. The surgical team tried to remove and re-attached the handle, used a new adaptor, then used the manual retraction tool all in an attempt to remove the jaws from the device. Ultimately the tissue came free from the jaws ¿ it is most likely that the manual tool retracted the knife blade but jaws were still stuck due to a clip being lodged in the distal end of the knife track. No patient injury.